Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was returned, analyzed and the device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. In addition, performance data collected from the device was received and analysis showed the battery indicator signifying that it is time for device replacement. It was noted elective replacement indicator (eri) triggered on (B)(6) 2014.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited suspected premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.